Event description:
The home pt (hp) reported being overfilled with solution while using the homechoice cycler for apd therapy. The hp reported she had received a "low drain" volume alarm during her initial drain after draining 17 ml of fluid, which is less than the hp's typical initial drain volume of 1500-1700ml. The hp bypassed the "low drain" volume alarm and advanced into fill 1, at which time she received her programmed fill volume of 2300ml. Afterwards, she felt overfilled with fluid. The hp then manually drained approx 3841ml of fluid (initial drain volume + fill 1 volume) after which she continued apd therapy to completion with no further difficulties. The hp relates there was no pt injury or medical intervention as a result of this incident.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation and continues to be used by the hp. The hp does not feel that any device failure or malfunction had occurred. The hp inappropriately bypassed a "low drain" volume alarm, which resulted in an incomplete initial drain followed by a full fill. As a result of this incident, proper procedure was reviewed with the hp and the hp has expressed her understanding.